Event description:
The pt reported that he crawled underneath his house and when he came back out, the infusion device would not turn on. The pt stated that the display screen was completely blank. The pt inserted a new power pack but this did not restore power to the device. The pt indicated that there was no warning that the device was not operational. The pt's blood glucose was not affected. The pt switched to his back up device. No medical assistance was required. The product was requested to be returned for evaluation.